Manufacturer narrative:
The device evaluation was completed on 13-jan-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection, electrical evaluation, cool flow pump, pressure gage test, and scanning electron microscope report (sem) of the returned device were performed following bwi procedures. Visual inspection was performed and foreign material was observed inside the pebax, no damage was observed. An electrical test was performed and failed due to the foreign material inside the pebax. In addition, the device was irrigating correctly. Sem (scanning electron microscope report) was performed and evidence of mechanical damages and a hole on the pebax surface. The damage was from the outside to the inside. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device and no internal action was found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis performed a scanning electron microscope report and discovered a hole on the pebax. Initially it was reported that there were artifacts visible on catheter. Catheter system error. No consequences for the patient reported. The procedure was able to be completed when the physician used another same type product. The event was assessed as not MDR reportable for bad/partial ECG (bs or ic). The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-jan-2023, there was foreign material observed inside the pebax. A sem (scanning electron microscope report) was performed and there was evidence of mechanical damages and a hole on the pebax surface. The hole on the pebax surface was assessed as MDR reportable. The awareness date for this reportable lab finding was 13-jan-2023.